Event description:
It was reported that the user experienced hypoglycemia during blind survey data collection and stated that there were defective units and problems with regulation, which is consistent with a product quality issue affecting device performance. Symptoms included low blood glucose. Outcomes included no documented injury beyond the hypoglycemic event.

Manufacturer narrative:
Investigation included a review of complaint details and user feedback. Investigation of this case revealed insufficient information to identify a specific device component failure or root cause. It was concluded that the cause of the hypoglycemia was unclear based on the available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.